Manufacturer narrative:
(B)(4). This complaint was not confirmed due to the sample not being returned and the assignable cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international report where the minicap became loose from the tubing. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.